Manufacturer narrative:
Eval: off-label, unapproved or contraindicated use (aortic neck angulation). Evaluation summary: the exact cause of the inaccurate (low) delivery of the aui leading to the proximal type I endoleak could not be determined from the films provided. However, it appears likely that implanting within the severely angulated proximal neck (off label use) likely contributed to these events. Prior to implant, the suprarenal neck was noted to have been angulated ~80°, and the infrarenal neck was angulated ~85°. Films returned confirmed that the endoleak did not resolve after implanting an aortic cuff from another manufacturer and multiple endoanchors, and was reduced but did not completely resolve after the chevar intervention was performed. Images during implant of the endoanchor¿s were not seen in the films provided. Therefore, the cause of the guide that became corrugated during the procedure which led to the inability to correctly position an anchor, could not be determined.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the patient had a type ia endoleak during the initial procedure due to the low placement of the stent graft. It was noted that the stent graft was 1cm below the renal artery. Another manufacturer¿s cuff was placed but it did not resolve the endoleak. One day later, aptus ten aptus endoanchors were implanted; however, the guide became corrugated during the procedure and the physician was unable to correctly position an anchor. The endoleak remained and the physician elected to perform a chevar with another 36/36/70 endurant stent graft. A final angiogram revealed that there was still a gutter endoleak. The physician stated that the cause of the event was due to patient anatomy; specifically, severely angled vasculature. No additional clinical sequelae were reported and the patient is fine.